Manufacturer narrative:
The suspect device was partially returned for evaluation. The failure as reported was observed via a picture provided. Upon evaluation, the returned device passed functionality tests and functioned as expected. The root cause can not be determined. A search of the complaint database was performed and 1 similar complaint for this lot number was found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the engineering, quality, and management team members.

Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
It was reported that part of the sheath tip was found to be broken after completion of the procedure when removing the sheath. The sheath was used for pedal access. Several wires and balloons were introduced through the sheath. No patient injury.